Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the while the surgeon was using the zimmer air dermatome ii, she felt that the graft was much thinner than with the previous air dermatome. The surgeon explained it like this: "I first took a little bit with setting 8 thousandths thickness of inch, which was very thin. I change it to 10 thousandths of inch and the graft was still a little too thin." The handle was held at 45 degrees, lubricant was used, 00-8851-215-00 (1 1/2 inch width plate) was used and she pushed as hard as she used to do with their previous air dermatome.